Manufacturer narrative:
There were no samples submitted with this complaint. The complaint shall be reopened if a sample is received at a later date. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. The product was manufactured on 10/27/2015. Because the sample has not been received, the failure mode could not be confirmed; therefore the root cause was not identified for this incident. Based on previous evaluations and samples reported with this failure mode the potential root cause that may cause this condition could be lack of solvent (thf) during the bonding process. Since this is a manual operation the defective condition could be originated due to a lack of solvent (thf) between the tip connector to the bolus tip and hollow rod connector. As a containment action, a production notification was performed to all personnel to ensure that they are aware of the condition reported by the customer. The acceptable quality level (aql) for sub assembly inspection was moved from normal to a tightened functional inspection. A quality alert was posted in the line to reinforce the manual assembly and so the operators are aware of the most critical sections that must be covered with enough thf. We will continue monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
Submit date: 06/30/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer states that the feeding tube is broken at 10cm from the tip, so the enteral feeding can not pass through the device. There is no patient harm.